Event description:
It was reported that a patient underwent a laparoscopy procedure on an unknown date and suture was used. During the procedure, the needle was broken at the proximal end during use. This event occurred three times in a row. No pieces were left inside the patient. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: ? Did the reported alleged deficiency occur over the same patient procedure?=>unk *if yes, how many devices demonstrated the reported alleged deficiency? =>unk. *if this occurred in multiple procedures, please confirm the number of patients affected by the alleged deficiency. Have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). =>unk. Please create a new pc file for each patient/event. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). =>(B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. (B)(4) unopened samples that pertain to product code j328h were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a needle suture combination outside the foil packet that pertain to product code j328h was received for analysis. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the sample was tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI.